Manufacturer narrative:
A philips remote service engineer (rse) accessed the primary server and confirmed the network was functioning properly after checking device status. Biomed reported that the entire hospital lost connection and all switches and routers required rebooting; following this, only telemetry did not recover, showing no mobile errors on all mx40 sectors. The ci master and alarm reflector master were rebooted, and the notification server was also rebooted to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the customer had a general power failure and system is not connecting. The device was in use on a patient at time of event, there was no adverse event reported.